Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) coded and was admitted to the intensive care unit (ICU). The device stored two shock therapy episodes and one untreated episode that corresponded with the timing of the patient coding. The local field representative contacted technical services (ts) and requested review of the stored episodes. Review of the first stored episode noted an inappropriate shock was delivered due to potential p-wave oversensing with no r-wave with an agonal looking rhythm. The post shock rhythm appeared almost completely flat, however, post shock pacing was observed. The second episode was noted to be an untreated episode due to further potential p-wave oversensing with escape r-waves every 2-4 seconds. The episode appeared to be extreme bradycardia. Review of the third episode noted a single shock was delivered due to a rhythm at approximately 200 beats per minute (bpm). The rhythm was noted to be monomorphic and was hard to determine if it was ventricular tachycardia (vt) or supraventricular tachycardia (svt), however, the shock did convert the rhythm and morphology. Ts noted no recommend programming changes and indicated the main issue appeared to be oversensing during extreme bradycardia. Ts recommended further investigation into the cause of the bradycardia/agonal rhythm. The local field representative provided a copy of the episodes with ts review to the physician for the patient chart per their request. No further information was obtained from the physician at this time. This device remains in service. No adverse patient effects were reported.